Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and the top case was cracked down from handle. The right and left plunger cases were damaged also. There was a check clutch/ plunger lever error in history. The customer stated problem was verified during occlusion tests and inspection for damage top case. Testing found clutch halves were worn out from normal use. The pump is over 14 years old. Impact on damaged top case. The root cause was due to normal wear on clutch half's, parts were over 14 years old. The case damage was induced by the customer.

Event description:
It was reported the device had a cracked housing and check clutch. No patient injury reported.